Event description:
It was reported that a user's caregiver contacted support about adjusting the ilet target range to reduce higher blood glucose values and conserve insulin, and the user reportedly made several meal announcements per day, often using meal entries as corrections for high glucose, indicating an improper or incorrect use procedure related to the user interface. Symptoms included hyperglycemia peaking at 376 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically the practice of using meal announcements as corrections rather than following instructions for proper correction dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.